Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed an error 1 message. The complaint was classified based on customer care advocate (cca) documentation. The patient could not specify when the meter issue occurred. It is unknown what medication, if any, the patient takes to manage his diabetes or if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that an unknown time after the meter issue occurred he developed a symptom of ¿shaky¿ however it is unknown if he received any treatment. During troubleshooting the cca noted that it was the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged meter issue occurred.